Event description:
The surgeon implanted a cc4204bf collamer lens in the pt's right eye in 2004. The pt returned nine days later with poor vision, a refractive surprise had occurared. The pt returned five days later for lens removal and a three piece lens was implanted. There was no pt injury. It was indicated by the surgeon that it was unknown if the incident was product related. An msi-pf injector and an sfc-25 fp cartridge were used but the lot numbers were not provided by the facility. The pt's pre-operative best corrected visual acuity was 20/30. The post-operative uncorrected visual acuity was 20/160.